Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
Other mfg report number: 3013886523-2023-00019. A facility reported a certas valve (ID 828804) was implanted in a 75 year-old male patient due to sah (subarachnoid hemorrhage) via l-p shunt on (B)(6) 2022 with unknown setting. It was used with 823074 (serial;unk). Afterwards, imaging was performed and cerebrospinal fluid retention was confirmed around the stepped connector proximal to the valve. The valve and the peritoneal catheter (ID 823074) were removed and replaced on (B)(6) 2023.

Manufacturer narrative:
Bactiseal peritoneal catheter (ID 823074) has been returned for evaluation: failure analysis - the catheter is to short for any investigation. No root cause could be determined as the technician could not do any test with the short catheter. The possible root cause for the issue reported by the customer, could be due to biological debris and protein build up interfering with the catheter or could be due a kink in the catheter.

Event description:
N/a.